Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead oversensing t waves. The patient was seen in the clinic, operation was normal, and the physician elected to adjust the patient's medication. The lead remains in use. No further patient complications have been reported as a result of this event.